Manufacturer narrative:
The company representative performed the electrical safety test to the unit and it passed. In addition, he performed the functional check and let the iabp run for a few hours without any sudden "power off." The power supply was returned to datascope for further evaluation. The power supply ran for five days without any problem. Datascope technical support reported that there was significant dust buildup behind the front end air intake and a minor amount of dust inside the power supply. Hence, it is possible that the unit shutdown due to overheating.

Event description:
The customer reported that "while the unit was in use on a patient, the unit had some problems with ECG trigger for about 5 to 10 minutes with poor ECG signal. Afterwards, the unit powered off suddenly. The patient was switched to another unit and therapy was continued." No patient injury was reported.